Event description:
The customer reported that the clinical info center shut down due to an issue with the apexpro telemetry server (ats) fan failure. This caused loss of monitoring for thirty minutes affecting five pts until alternate ats monitoring was established. There was no reported pt injury associated with this event.

Manufacturer narrative:
The scope of this investigation is based upon the info obtained from the field engineer (fe). After arriving onsite, the fe found that the apexpro telemetry server (ats) had shut down. After powering the unit back up, the fe ran the webmin diagnostics and noted that the central processing unit (cpu) fan was not operating. A replacement cpu fan was installed in the unit on (B)(4) 2012. The fe confirmed that the ats is now back online and functioning normally and the user is able to admit pts to the system. Review of the service history of the ats showed that the cpu fan has not been replaced since the unit was installed approx four years ago.